Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was implanted on (B)(6) 2014, following a transmeatal approach. During the activation, the pt did not have any hearing sensation to the stimulation. A CT scan showed that the electrode was outside the cochlea, it is in the tympanic cavity.